Event description:
It was reported that the extensions had contracted and protruded/elevated under the skin and shortened the distance between connection to electrode and stimulator. Hcp stated that it was not the same as when the skin over the extension was eroded as happened sometimes. It was rather that the extensions had shortened itself. The extensions and ipg (activa pc) were explanted.

Manufacturer narrative:
(B)(4)